Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that the circuit breaker that supplies power to the lighting and air conditioning in the angiography room was faulty. There were no issues with the azurion system. The system was returned to good condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the main hospital circuit breaker is not functioning and there was no issue caused by the azurion or allura device is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the circuit breaker in the angiography room was tripping, which can impact booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.